Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a prime and fill anomaly with the insulin pump. The customer stated that insulin was squirting out during the manual prime process. Customer reported that insulin continued to drip after letting go of the act button during the prime process. The customer¿s blood glucose level was unknown. The customer was reporting a past event. It was noted that the customer was not using the insulin pump. After troubleshooting was performed, it was determined that the device will be replaced. The anomaly was not resolved. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump primed properly. The insulin pump was received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.